Event description:
Procedure: radiofrequency ablation. Reportedly, after surgery a burn at the tissue where the return electrode pad was attached. 3 cm by 1.5 cm burn (3rd degree) to the right thigh. Around the connector and aluminum part on the return electrode pad were burned.